Manufacturer narrative:
Correction: section b1, b2 : adverse event and death should have been selected not product problem. Correction: section h1: death should have been selected not malfunction.

Event description:
Related manufacturer report number: 2017865-2023-38924; 2017865-2023-38926. It was reported that the patient passed away. The patient was aged. The cause of death was not stated and for information purposes. There was no complaint stated.